Event description:
Caller alleged inratio precision (error code 411). Results as follows: meter_inr: (error code 411), 1.4, 1.3.

Manufacturer narrative:
Error code 411 is displayed when the impedance profile in the pt channel fails certain error code tests imposed by the pt algorithm as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. These checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not displayed. These errors may be caused by strip issues or by user errors. Inratio precision data provided by end-user: first test inr=1.4, second test, inr=1.3, mean = 1.35; sd = 0.07; %cv = 5.24%. The %cv of 5.24% is less than 20%. The precision criteria is met. No product testing is required. Summary: user claims error 411, low inratio results. End-user reports 2 inratio results. The %cv of user is less than 20%, the acceptance criteria for precision is met. Product deficiency not established. Reveals pt. History of anemia. No hct level reported. Indicates pt. Taken off coumadin one day this week; has currently resumed coumadin. Patient condition and treatment may affect test results. Advised to report results to doctor and have pt tested at the lab. No corrective action is required as no product deficiency was established.